Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device top medication drawer 2.1 stuck and did not unlock occasionally. A field service engineer had used the hardware test application (hta) to open and close the drawer and had observed correct mechanical operation, had performed a firmware update and had noted the sensor reporting open, had shut down the pyxis anesthesia station (pas), had replaced the open/close sensor for drawer 2.1, had reseated the drawer, and had rebooted the pyxis anesthesia station (pas). The customer had opened and closed the drawer with correct response, and the engineer had verified in the hardware test application (hta) that the sensor had responded correctly. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the top medication drawer occasionally was failed to unlock. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.